Event description:
During a ventricular tachycardia procedure, an air leak was noted. When the sheath was inserted into the patient and negative pressure was applied from the three-way stopcock, a leak was noted prior to catheter insertion. Attempting to aspirate the air was unsuccessful. The sheath was replaced to complete the procedure with no consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak remains unknown.